Manufacturer narrative:
(B)(4). (B)(4). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. Attempts were made to obtain additional information; however, no additional information was provided by the authors.

Event description:
Medtronic (covidien) received information through literature review that the following serious adverse events occured: ten patients had major hemorrhagic complications after ped placement which included intracerebral hemorrhage (ich) in 7 patients and subarachnoid hemorrhage (sah) in 3 patients. Fourteen patients had major thromboembolic complications included ipsilateral stroke (9 patients), carotid dissection with stroke (3 patients), and embolic events to the retina causing visual disturbances (2 patients). In this article, the authors' objective is to investigate if p2y12 reaction unit (pru) values are associated with hemorrhagic and thromboembolic complications after treatment with the ped and to find an optimal range of preprocedural pru values. Two hundred thirty-one patients with 248 cerebral aneurysms treated with the ped were retrospectively identified. Patients were started on dual-antiplatelet treatment at least 10 days before the intervention. Pru <(><<)>60 was a significant predictor of hemorrhagic complications and pru >240 was a significant predictor of any thromboembolic complication and cerebral thromboembolic complications. Citation: daou b, starke rm, chalouhi n, et al. P2y12 reaction units: effect on hemorrhagic and thromboembolic complications in patients with cerebral aneurysms treated with the pipeline embolization device. Neurosurgery 0:1-7, 2015. Doi: (B)(4).